Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen for routine programming and significant changes in situ measurements were seen for the concerned right ear. Re-implantation is considered.

Event description:
The user was seen for routine programming and significant changes in in-situ measurements were seen for the concerned right ear. No changes in health or recent falls or head traumas were noted by the family. Per family report, no significant changes in behaviour when wearing the processor were noted, although hearing performance with the device is affected. The user was re-implanted on the(B)(6) 2022.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, imaging showed that there had been an electrode migration and at explantation all channels were found extra-cochlear. The problems given in the recipient report appear to match the damage found. This is a final report.